Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was observed to be in back up vvi mode. A successful device code download was performed and the device was restored to normal operation. The patient had no adverse consequences after the event.